Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed that the circulation pump command (cpc) was at 70 percentage in bypass mode. They discussed this was indicative of a failed circulation pump and would email for pricing and service options for 2k hour service and loaner.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump. The arctic sun 5000 was evaluated upon receipt. No error code observed. Unit did not have a screen protector and was primed to fill. Circulation pump had failed. Circulation pump was serviced. The hot side connector from the power inlet module to the ac main voltage circuit card was observed to be blackened. Tank seals were found to be deteriorated and tearing away from the tank. Device underwent 2000-hour pm procedure. The ac main voltage circuit card was replaced due to blackened connectors. Tank seals were replaced. Mixing pump was serviced. Heater, both manifold o-rings, drain valves, double bend tube, and chiller evaporator tube, tank seal, and coin cell were replaced. Loctite was applied to all four caster bolts. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: b, d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed that the circulation pump command (cpc) was at 70 percentage in bypass mode. They discussed this was indicative of a failed circulation pump and would email for pricing and service options for 2k hour service and loaner. Per sample evaluation results received via task on 11jun2025, it was reported that the hot side connector from the power inlet module to the ac main voltage circuit card was observed to be blackened. Also, tank seals were found deteriorated and torn away from the fill tank. This is per the evaluation found in (B)(4).